Event description:
It was reported that during a bladder procedure, after applying the first clip, the firing trigger would not open. It was opened by hand with force. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 02/19/2008. Info anticipated, but unavailable at this time.